Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: a review of the black box showed evidence of a partially discharged battery being installed following a low battery alert warning. The pump powered on with the returned battery cap. The battery cap was able to be fully tightened. The battery compartment was intact. The current draws were within specifications. The rewind, load, and prime steps were performed successfully. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation.